Event description:
According to the reporter: during tlh total laparoscopic hysterectomy procedure, the device did not work properly. The needle fell into patient cavity and was retrieved. No x- ray was performed, no tissue damage , no blood loss. Additional endostitch was used to resolve the in order to complete the case, no injury to patient, patient status : alive- no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.